Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a cracked/open filter, designator fl29.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device by physio-control, it was observed that the device was only able to deliver a portion of the biphasic defibrillation waveform, resulting in an approximate 20 percent reduction of delivered energy. There was no patient use associated with the reported issue.